Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy. During the procedure, the lights on the motor drive unit would blink when the device was turned on, however, the disposable did not activate. The procedure was completed with a different device with no adverse patient consequences.

Manufacturer narrative:
It was reported that the procedure was on (B)(4) 2012. The surgeon completed the procedure by manually morcellating the uterus. There were no adverse patient consequences. Conclusion: the actual device involved in this event was returned for evaluation. The device operated as intended during evaluation.

Manufacturer narrative:
(B)(4). Unable to activate disposable. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.